Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1302303) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci regional mgr that an (B)(6) year old female pt underwent an interventional peripheral procedure on (B)(6) 2013. Peri-procedure, the pt was anticoagulated with 5,000 units of heparin. Access was obtained at the common femoral via a 7f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site and the vessel size approx 7mm. A 50/50 contrast and saline mixture was used. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure between the 1st and 2nd stop. The device was removed and since access was maintained a vascular closure device from another MFR was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.